Manufacturer narrative:
¿ H4 manufacturing date ¿ added. ¿ d4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The visual and function inspection were not performed due to the product not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. The patients anatomy was very tortuous. It is probable that the device was damaged during navigation through the patients anatomy. An assignable cause of procedural factors will be assigned to the reported balloon leaked during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, a leakage of contrast media was confirmed when the subject balloon advanced and was inflated at the target lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 1st of 2 reports : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, a leakage of contrast media was confirmed when the subject balloon advanced and was inflated at the target lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.